Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. The cause was unknown. Reportedly, the customer used an insulin pen and manual injection to address the elevated bgs. Customer reverted to manual injections for insulin therapy.